Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens in the patient's right eye (od). The reporter indicated the lens remains implanted with no problems. The patient's pupil is slightly atonic, which is causing problems with the patient's night vision (glare). The patient's uncorrected visual acuity was 20/20. The lens vault is at 30% and appears symmetric.

Manufacturer narrative:
Date of birth and pt weight - unk. Event date,: unk. Expiration date - unk. Implant date: unk. Explant date: na. (B)(4). Device evaluated by manufacturer? No. Lens implanted. (B)(4). Lens implanted.

Manufacturer narrative:
Per medical review - lens edge effects are a source of optical aberrations-such as glare and halos. Night glare results when pupils dilate larger than the icls, and this patient has a mildly atonic pupil os. The three-year FDA study reported marked/severe night driving difficulties in 16.7% of patients with low lens optic diameter. This complaint is likely related to the icls. Based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).